Event description:
The rn was removing the patient's left arm intravenous line (a saline lock). The line removed easily. However, the rn immediately noticed that the catheter was not intact. The catheter tube was approximately 2mm long. Rn visually inspected and palpated the insertion site, but was unable to locate the remaining portion of the catheter. The bandage covering the IV site was inspected and also did not reveal the catheter. The physician was notified and the patient underwent chest, radius/ulnar, and humerus xrays--all of which were negative. An extremity ultrasound was performed and was negative. An upper extremity chest CT and a chest CT were performed--all were negative. The patient had no shortness of breath and no change in neurologic function. There were no complaints of pain or discomfort. The saline lock IV site had been flushed with normal saline to keep the line patent, but there were no signs of infiltration, redness, swelling, pain, etc. At the site. The patient has since been discharged to home and her physicians are following her medical care. Staff do not know how this occurred and have not had this experience in the past. Because the remaining catheter length is so short, staff believe that if the line was flushed when it was not intact, the dermis and epidermis would have appeared infiltrated. The staff member who inserted the IV would have recognized immediately that there was a problem with the catheter and it would not have been able to thread into a vein. When the IV line was started, it was without difficulty, had good blood return, and flushed easily. The device itself is a safety needle--it is not possible to remove the needle from the cannula and then re-insert the needle, so staff do not believe that the catheter could have been sheared off. We use a needless system--no needles were introduced into the IV catheter. The saline lock was flushed at least once per shift (every 8 hours) with at least 3cc of normal saline. Upon visual inspection of the broken device, it appears that the edge of the remaining cannula is jagged. The lot number of the device in this report is unknown as the packaging was discarded. We were unable to duplicate this event with a sample of the same product. No other staff members have had a similar experience with this device and there have been no problems reported with defective IV catheters at our facility.======================manufacturer response for IV catheter, safety IV catheter 22g (per site reporter).======================we have notified the manufacturer and are awaiting their response.